Manufacturer narrative:
The implantable pulse generator (IPG) has been received and is currently pending product analysis completion. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the IFU product label. Additionally, labeling states lead extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, and intermittent undesired overstimulation, are noted within the IFU and are known risks with the use of deep brain stimulation (DBS). A risk review confirmed that l intermittent undesired overstimulation, resulting in dystonia-related muscle cramps to return were defined in the documentation. With all the available objective evidence from the field and the labeling review, engineers could not determine the root cause of the reported event and assigned the probable cause of cause not established. However, the IPG has been received and is currently undergoing physical analysis. A report will be submitted once it has been completed.

Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED IN APRIL 2026.

Event description:
IT WAS REPORTED THAT THE DEEP BRAIN STIMULATION (DBS) PATIENT EXPERIENCED RIGHT-SIDED HEAD PAIN, INTERMITTENT UNDESIRED OVERSTIMULATION, AND RECURRENCE OF PREEXISTING DYSTONIA-RELATED MUSCLE CRAMPS. HIGH IMPEDANCE WAS OBSERVED DURING FUNCTIONAL TESTING. THE PATIENT UNDERWENT A PROCEDURE DURING WHICH THE LEAD EXTENSION WAS FOUND TO BE FRACTURED AND WAS SUBSEQUENTLY REPLACED PRIOR TO COMPLETION OF THE PROCEDURE. THE PATIENT WAS REPROGRAMMED; HOWEVER, THE SYMPTOMS PERSISTED. THE PATIENT WILL CONTINUE FOLLOW-UP CARE WITH THEIR HEALTHCARE PROVIDER (HCP). ADDITIONAL INFORMATION WILL BE PROVIDED ONCE IT BECOMES AVAILABLE.

Event description:
It was reported that the deep brain stimulation (DBS) patient experienced right-sided head pain, intermittent undesired overstimulation, and recurrence of preexisting dystonia-related muscle cramps. High impedance was observed during functional testing. The patient underwent a procedure during which the lead extension was found to be fractured and was subsequently replaced prior to completion of the procedure. The patient was reprogrammed; however, the symptoms persisted. The patient will continue follow-up care with their healthcare provider (HCP). Additional information will be provided once it becomes available.Additional information received confirmed the lead was not fractured as initially reported however did have what is described to be a mark on it.